Event description:
It was reported that an asymptomatic patient presented via a merlin.net transmission with a nonsustained lead noise episode due to post-paced t-wave oversensing. The device was reprogrammed and the issue was resolved.